Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently there are grey lines that appear across the touchscreen making it difficult to read the display. Customer had elevated blood glucose levels in the 300 mg/dl range. Customer went to the emergency room and received intravenous insulin to stabilize blood glucose levels. Customer stated they were in the emergency room for "less than one day", and their blood glucose level is back in target. Customer indicated they have a back up pump for continued insulin therapy.